Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. (B)(4). Investigation ¿ evaluation a visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, specifications, and trends. One opened package labeled rpn hlf-s200-hsma with lot number 8273918 was received. The fiber was received without the protective coil and packaging tray. The fiber was returned in two segments. The proximal segment including the plug measured 41.8cm long. 32cm of the protective sheath remained secured to the plug. The distal end of the protective sheath has a melted flared appearance, and heavy charring covered the tubing. Under magnification the broken end of the fiber was visualized at the inside edge of the plastic sheath, charring also covered the end of the fiber. The distal segment of the fiber measured 258cm in length and remained inside the protective tubing. 6mm of fiber optic extended from the distal end of the cladding. The point of separation displayed melted hard polymer cladding that is heavily charred. The length of the protective sheath measured 111cm. The point of separation had a distorted appearance with heavy black charring inside the sheath. This device is tested to assure the program has recognized the fiber and no failure codes are present. In addition, to assure no breaks are present along the fiber length and the green output from end of fiber creates a well-defined circle. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The device history record was reviewed and noted there were not any non-conformances that may have contributed to this incident. A search of complaint records revealed this is the only complaint associated with complaint lot number 8273918. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: ¿ extended lasing power. ¿ continuous lasing with fiber tip in contact with tissue. ¿ lasing with a contaminated or damaged proximal end. ¿ improper handling. ¿ poor laser beam alignment or focus. ¿ never subject fiber optics to sharp bends in handling, use or storage. ¿ always keep connector end dry and free from contaminates. ¿ discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. ¿ do not exceed power limits. The laser fiber was returned, and the broken tip of the fiber was confirmed. The returned fiber was broken and had a melted distorted appearance however the exact cause of the break could not be determined. Failure to follow any of the precautions listed in the IFU could contribute to fiber damage. Measures are in progress to further investigate this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k): k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy procedure, the cook® single-use holmium laser fiber didn't fire. The physician discovered the fiber was broken. The fiber was pulled out and they used another fiber in its place. There was no unintended portion of the device left in the patient's body. There were no additional procedures required due to this occurrence and there were no adverse effects on the patient.